Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her father was hospitalized due to high blood glucose. The customer's blood glucose was 900 mg/dl at the time of the incident. The customer's daughter stated that her father was admitted as an inpatient for medical treatment. The customer's daughter stated that her father had a hospital treatment to treat the high blood glucose. The customer' daughter stated that her father experienced nausea and shaking. The date of the hospitalization was (B)(6) 2015. The customer's daughter was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.